Manufacturer narrative:
This report is submitted on september 24, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient experienced partial extrusion of the receiver/stimulator and electrode array and subsequently underwent skin flap revision surgery (date not reported) to resolve the issue. It was also reported that the patient was administered oral antibiotics on (B)(6) 2018.